Manufacturer narrative:
The controller logs indicated high pump current that was most likely caused by clotting in the pump. The controller, which was returned for analysis, was found to be in proper working condition with no faults or failures. The pump was not returned for evaluation.

Event description:
Pump stopped while patient on support due to apparent problem with the escort controller.

Event description:
Pump stopped while patient on support due to apparent problem with the controller.